Event description:
It was reported revisoin surgery was performed due to pain and soft tissue reaction. The patient's acetabular cup and femoral stem remained implanted.

Manufacturer narrative:
The combination of devices used in this case constitutes an off label application in the USA.